Event description:
It was reported syringe 1ml ls tuberculin had a damaged barrel. The following information was provided by the initial reporter, translated from japanese: "around 1 to 3 ml of the tip of the cylinder is swollen and deformed on the right side."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/17/2021. H.6. Investigation: two photos and one sample were received by our quality team for evaluation. From the photos and sample, barrel damage was observed. A device history record could not be evaluated as the lot number is unknown. The syringe barrel damage could have occurred at the assembly machine. At the assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of the damaged barrel could be due to the not being kicked out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel flange was stuck at the assembly dial.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported syringe 1ml ls tuberculin had a damaged barrel. The following information was provided by the initial reporter, translated from (B)(6): "around 1 to 3 ml of the tip of the cylinder is swollen and deformed on the right side."